Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in leakage occurred at the connection site. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage. According to the customer's verbatim report, blood leaked from the connection site.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in leakage occurred at the connection site. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage. According to the customer's verbatim report, blood leaked from the connection site.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in leakage occurred at the connection site. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about blood leakage. According to the customer's verbatim report, blood leaked from the connection site.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/1/2022 . H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and seven photos. Upon inspection of the received unit and the photos, it was observed that there was a hole in the blue adapter. Microscopic inspection of the adapter revealed the sides of the hole had smooth surfaces indicating that it was most likely a result of a short shot (incompletely formed adapters) during the molding process. The defect of leakage was confirmed as a result of adapter defective/damaged due to the molding process. The device history record review showed no non-conformances associated with this issue during the production of this batch.